Event description:
Approximately twenty-two months after the implantation, the site reported that the patient had been found comatose at his home in his bed in the morning. A computerized tomography (CT) scan revealed severe brain ischemia. After considering the patient's probable physical deficits, a decision was made to withdraw treatment with discontinuation of pump support. The patient expired on (B)(6) 2014. The cause of death was reported to be the ischemic cerebral vascular accident. The event was reported to be unrelated to a heartware device malfunction by the patient's treating physician.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.